Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but was not provided.

Event description:
It was reported that a patient presented with implantable cardiac monitor (icm) that exhibited inappropriate asystole episodes. This was due to undersensing. It was discussed the episodes were likely due to postural changes causing loop monitor displacement. The patient would be further monitored.